Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. There was no trauma that could have caused or contributed to the high impedance. The device was programmed off after observing the high impedance. It was reported that the patient may be referred for surgery. Surgical intervention has not been performed to date.